Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and had taken insulin despite already being low, after which they were advised to disconnect from the ilet and consume oral glucose. Symptoms included a documented blood glucose nadir of 67 mg/dl without loss of consciousness or other acute effects. Outcomes included approximately one hour of blood glucose below the target range and resolution with oral carbohydrate. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no device malfunction, with the event attributed to user management action inconsistent with recommended use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.